Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d200901-4). The meter was shipped to pdc on 07-07-2017. Strips were manufactured on 09-01-2020 and will expire in 09-2022. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-examined its setting and all functions, and no malfunction occurred. Also, the retained strips of the same batch of suspected strips were re-tested by the retained meter and any valid control solutions (batch# of level low: 9ah1a99 and exp. By 02-2022; batch# of level high: 0ah3a17 and exp. By 12-2022). The results as below met the acceptance criteria (level low: 45~95 ; level high: 250~360), and desiccants of the strip vial are still functional (orange color). Retained meter w/ retained strips: 65/59 (level low) and 332/330 (level high). The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 8:00pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result of 178mg/dl. A normal result for that time of day is usually around 70-100mg/dl. Caller stated that she administered the end-user's insulin based on that result. Caller stated that the end-user started to lose consciousness and was seizing so she called paramedics. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived within 10-15 minutes and tested the end-users blood glucose with their meter and received a result of 24mg/dl. Caller stated that the paramedics gave the enduser glucose by IV and he ate a peanut butter sandwich and a glass of milk. Caller stated that they did not got to the emergency room. Paramedics tested the end-users blood glucose again with their meter and received a result of 131mg/dl. Caller stated that the end-user is no longer taking glyburide 5mg/day after seeking medical attention. End-user was advised to see his primary doctor. No additional information was provided.